Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Summary: the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that during a right ventricular (rv) lead placement attempt, the physician noted the distal portion of the lead near the ring electrode experienced an acute bend during insertion. The lead was removed and replaced due to concern that the acute angle may have damaged the lead. No patient complications have been reported as a result of this event.